Manufacturer narrative:
The complaint was investigated by hillrom. Based on the information provided from the field, a screw which secures a sleeve for the locking segment and the locking segment itself (responsible to connect light head with spring arm) were missing. On basis of the available pictures, no external damage on the light head could be seen. According to further information, inspections and maintenance on this light system was carried out by the hospital technicians. The light system was delivered in 2010. Hillrom has not been notified of any maintenance or repairs to this light system since its use in 2010. According to the instructions for use, maintenance must be carried out every 2 years by a trained and certificated technician. Furthermore, our instruction for use contain the specification for daily use, where a visual check of the light system must be carried out before and after each use. The detaching of the light head from the spring arm is only possible if the locking sleeve slides upwards and the locking segment is therefore able to work its way out. This procedure is not possible if the locking sleeve is secured with the screw. This should have been noticed during the required daily visual check or maintenance. Further actions are not necessary.

Manufacturer narrative:
During on-site investigation, it was identified that the retaining segment moved out of place which allowed the light head to separate from the spring arm. Further investigation is ongoing.

Event description:
The customer reported that during positioning the light head by the sterile handle the light head fell. The user managed to control the falling light head.